Event description:
It was reported that during an exploratory laparotomy with a bowel resection and colostomy procedure, the surgeon used the device firing three times with blue reloads and had no issues. On the fourth firing with a blue reload the surgeon felt no resistance when firing; the knife advanced the entire length but at the very distal portion of the reload there were no staples deployed but did cut the length of the reload. No bleeding was reported; they then used a different device and the green preloaded device had the same issue when the surgeon was firing. They then opened yet another different device and completed the procedure. There was no patient consequence reported. The case was delayed due to the extra devices needed to complete the procedure and the surgeon was annoyed. No other information was available for the rep. The surgeon will not provide any additional information.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the tct75 device was received in good visual conditions and with a cartridge reload loaded in the device. The cartridge reload had the proximal 7 drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. The cartridge reload was manually unlocked and the device was tested for functionality with the returned cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.